Manufacturer narrative:
Correction: method: corrected from "device not returned" to "analysis of data provided by user/third party"

Manufacturer narrative:
There were no physical samples submitted with this complaint report. One picture was received for investigation. Based on the picture, it was not possible to confirm the issue and the root cause of the reported condition could not be determined. A review of the device history record (DHR) could not be conducted because a lot number was not provided.  No corrective actions are deemed necessary at this time. The process is running according to product specifications, meeting quality acceptance criteria. The process will continue to be monitored for any adverse trends that require immediate attention.

Event description:
The customer reported that there was a leak on the adapter.